Event description:
This pacemaker was explanted due to increased threshold impedances and no capture. Both of the leads were also explanted, due to left arm pocket stimulation.

Manufacturer narrative:
(B)(4)(no code available): patient had left arm pocket stimulation.the analysis on this device is pending.

Event description:
This pacemaker was explanted due to increased threshold impedances and no capture. Both of the leads were also explanted due to left arm pocket stimulation.

Manufacturer narrative:
(B)(4) (no code available): patient had left arm pocket stimulation.the analysis on this device is pending. (B)(4).